Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 69391, were returned and analyzed. Visual inspection of the balloon catheter showed dried blood between the balloons. Verification of the smart chip file indicated the catheter was used for three applications. The catheter failed the performance test due to system notice 50032 ¿the safety system has detected a compromised outer vacuum.¿ the dissection test showed the guide wire lumen kink and breach 1.3 inches from the tip of the catheter. Dissection also showed inner balloon gap from the proximal bond. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter and mapping catheter subsequently tested out of specification per the manufacturer's investigation.